Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the internal pins of the usb port. The damage was observed to the pins due to use of incorrect cable into the reader or having applied excessive force to insert the cable into the readers usb port. As a result usb port to no longer functioning. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). The returned reader was further investigated and de-cased. Reader was placed into the test fixture to download data. Issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issues of a replacement adc device, which initially was due to a blank screen issue when used. The customer further reported that as a result of not having the replacement reader, they experienced hyperglycemia with symptoms described as high blood pressure and "cotton mouth" and went to the emergency room where a reading of 709 mg/dl was obtained requiring administration of ten (10) units of fast acting insulin and an IV for treatment of a diagnosis of diabetic ketoacidosis. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issues of a replacement adc device, which initially was due to a blank screen issue when used. The customer further reported that as a result of not having the replacement reader, they experienced hyperglycemia with symptoms described as high blood pressure and "cotton mouth" and went to the emergency room where a reading of 709 mg/dl was obtained requiring administration of ten (10) units of fast acting insulin and an IV for treatment of a diagnosis of diabetic ketoacidosis. No further treatment was reported. There was no report of death or permanent impairment associated with this event.